Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a preventative maintenance performed by a getinge field service engineer (gfse), the cardiosave intra-aortic balloon pump (iabp) unit's ground pin on power reel was found damaged. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes, investigation conclusions), h10. Additional contact details: (B)(6). Replaced power reel. This corrected issue. Device passed safety and performance tests. Device was returned to customer and cleared for clinical use. The failure analysis and testing dept. Received part with a reported unit failure of a damaged ground prong. The fat performed a visual inspection and found the part to be have the ground prong broken off. Please see attachment. Due to the risk this damage poses to the cardiosave test fixture, the part will not be installed and tested. Fat was able to verify the reported issue of the damaged ground prong. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Ap.

Event description:
N/a.